Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the olympus monitor was receiving power indicated by the orange led (light emitting diode) being lit up, but upon pressing the power/display button, it did not turn green and the blue olympus splash screen also did not appear upon powering up the device. Moreover, the control panel remained unresponsive. There was no patient injury reported.